Event description:
It was originally reported that the pocket area was sore and tender following a fall. She tripped and hit the edge of a chair. There was no change in symptom relief. The healthcare provider confirmed that the ins and lead contributed to the event. The patient underwent a revision and replacement.

Manufacturer narrative:
(B)(4).